Event description:
These leads were revised the day after implant due to "very little, if any, slack left in the leads noted on x-ray on (B)(6) 2015. Concern was that the lead would dislodge. No adverse pt side effects have been reported. Should add'l info become available, this event will be updated. (Removed corrupted data from this report)

Manufacturer narrative:
It was noted that when the initial report was submitted to esg, the information in box appears to have been corrupted. We are re-submitting the report to correct the issue.

Event description:
These leads were revised the day after implant due to very little, if any, slack left in the leads noted on x-ray on (B)(6) 2015. Concern was that the lead would dislodge. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.